Event description:
This is a case, which was reported to baxter from the customer and refers to an incident involving an accusol 35 5l bag. The reporter states that while a patient was receiving haemodiafiltration therapy on an aquarius machine using the above solution, during a check on the progress of therapy which was 39 hrs after commencement of therapy, it was noticed that the dialysate line was full of air and crystallized particles. The particles were small almost like bubbles in all of the 4 bags that were attached to the machine and also visible in the entire replacement solution side. No patient injury has been reported / confirmed by the customer.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The product sample has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of the manufacturing records was acceptable. A review of the complaint file confirms that no similar complaint was received for the batch. A piece of the pre-dilution line tubing was returned in a sample vial. The tubing contained white precipitate. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.